Event description:
It was reported that the device was explanted after an implant duration of approximately 3 years due to calcification. Reportedly, the patient had peripheral vascular disease. It was additionally reported that the patient had calcium in their system. Reportedly, the surgeon felt that the event was patient related more so than valve related. The device is being returned for evaluation.

Manufacturer narrative:
Evaluation results: moderate to heavy intrinsic and extrinsic calcification was present in the cusp and free margins of all leaflets. The calcification had reduced leaflet mobility and thus led to stenosis. A gap was visible at the coaptation region of the leaflets. A tear was visible on the cusp of leaflet three along commissure one, which measured 6 mm in length. Calcification was visible at this region. Minimal to moderate host tissue overgrowth was observed on the stent on the inflow and outflow aspects. Extensive calcification was noted in the x-ray. Commissure one was pulled outwards and was observed on the valve and in the x-ray. Method = x-ray.